Event description:
It was reported that a catheter detachment occurred. A 135/20 renegade¿ hi-flo¿ was selected for liver embolization. During preparation, the protective hoop was flushed. However, upon removal of the device from the hoop, the catheter pulled apart. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with the dispenser hoop. A visual and microscopic examination was performed on the catheter and it could be seen that the catheter was going through part of the hoop which was detached from the hoop. It was found that from the hub the catheter was kinked at 16.3cm and 17.8cm. The catheter was then stretched between 18.7cm and 19.8cm and the shaft was broken exposing the braid 19.8cm to 32.4cm and the catheter was again stretched between 32.4cm and 34.2cm. The catheter was then kinked at 36.4 cm. It could also be seen that the catheter was flat/crushed from 58.5 to 60.5cm. A coating confirmation test was carried out to check the presence and integrity of the coating. The test noted a presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).